Manufacturer narrative:
A field service engineer followed-up over-the-phone with the customer to address the reported event. The customer stated error was no longer present with the aia-2000 instrument. No further action was required by the fse. The customer declined service. A complaint history review and service history for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were no similar complaints found during this time frame. The probable cause of the event is unknown (customer declined service) tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4).

Event description:
On (B)(6) 2015 a customer reported a specimen clog was detected and a sample shortage with their aia 2000. A field service engineer (fse) was dispatched to address the reported event (B)(6) 2015, which resulted in delay in reporting of patient results for estradiol (e2), progesterone (prog), and (lh) lutenizing hormone, afp, alpha fetal protein and fsh follicle stimulating hormone. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.